Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient had a mildly calcified aortic valve with an annulus perimeter measuring 63.8 mm with a perimeter derived diameter of 20.3 mm suggesting a 26 mm valve. However, the report was incomplete, and it did not include the measurements of the iliofemoral arteries. Though, it was reported that bilateral common iliac arteries were borderline and severely calcified. As stated in the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are = 5.0 mm when using this delivery catheter system (dcs). In this case, it is not possible to validate adequate transfemoral access. Furthermore, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Evidence supports that ri ght transfemoral access was attempted, and peripheral angioplasty was performed prior to valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed. It was reported that attempts to advance the dcs failed despite serial dilation. Reportedly, the patient experienced bleeding, hypotension and hemodynamic instability prompting a peripheral intervention. A peripheral stent was implanted in the right femoral artery. Final peripheral angiogram revealed adequate stent apposition with brisk flow. It was reported that further valve implantation attempts were aborted, and the procedure was postponed. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned valve implant procedure, the patient presented with borderline diameters and severe calcification in the right and left common iliac arteries and the right and left common femoral arteries. Treatment of the common iliac and right common femoral arteries was performed with shockwave 7x40. The 26 fx valve was loaded on the delivery system with satisfactory fluoroscopic verification. Pre-dilation was performed with an atlas 18x40 balloon. During the attempt to insert the delivery system through the right common femoral artery, no progression was observed due to severe calcification. Sequential dilation of the artery was performed with sentrant 12 fr, dryseal 14 fr, and sentrant 16 fr introducers, but the delivery system still did not progress. Shortly after, the patient experienced bleeding in the region of the right common femoral artery, hypotension, and hemodynamic instability. Angioplasty with a 7x50 covered stent was performed, followed by post-dilation of the stent with a peripheral balloon. The vascular surgery team confirmed that the bleeding had resolved. Due to clinical instability, the valve implant procedure was postponed, and the patient remained hospitalized with a new procedure planned upon stabilization. Additional information was received that the minimum diameter of the access vessel was 5 mm. Per the physician, the patient's calcification and the multiple attempts to progress the delivery catheter system (dcs) caused the injury. Additional information was received that the cause of bleeding was a perforation. The sheaths were considered to be a contributing cause to the injury due to several insertion attempts. The patient remained hospitalized waiting for authorization for a new transcatheter aortic valve via alternative access.

Event description:
Additional information was received that the minimum diameter of the access vessel was 5 mm. Per the physician, the patient's calcification and the multiple attempts to progress the delivery catheter system (dcs) caused the injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012488151); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned valve implant procedure, the patient presented with borderline diameters and severe calcification in the right and left common iliac arteries and the right and left common femoral arteries. Treatment of the common iliac and right common femoral arteries was performed with shockwave 7x40. The 26 fx valve was loaded on the delivery system with satisfactory fluoroscopic verification. Pre-dilation was performed with an atlas 18x40 balloon. During the attempt to insert the delivery system through the right common femoral artery, no progression was observed due to severe calcification. Sequential dilation of the artery was performed with sentrant 12 fr, dryseal 14 fr, and sentrant 16 fr introducers, but the delivery system still did not progress. Shortly after, the patient experienced bleeding in the region of the right common femoral artery, hypotension, and hemodynamic instability. Angioplasty with a 7x50 covered stent was performed, followed by post-dilation of the stent with a peripheral balloon. The vascular surgery team confirmed that the bleeding had resolved. Due to clinical instability, the valve implant procedure was postponed, and the patient remained hospitalized with a new procedure planned upon stabilization.